Manufacturer narrative:
(B)(4). Evaluation summary: the device a was returned with the blade scratched and cracked. The tissue pad was examined and normal wear was visually seen. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The analysis results found that the device b was returned in good physical condition. The tissue pad was examined and normal wear was visually seen. The device was tested with a generator and was functional; no error code or noise issues were noted. The clamp function as intended, opening and closing properly. There were no anomalies noted with the functionality of the device. The device c was returned with the tissue pad melted and partially detached with the blade gouged at the tip. The clamp function as intended, opened and closed properly. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b & c batch #: f9ht8x, mfg date: 10-23-09, exp date: 09-23-14.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, three devices were opened throughout this procedure; first shear - surgeon unhappy with the angle of the jaws upon closing them and felt they were not closing properly. Second shear - 'hissing' sound traveling up the shaft of the instrument which was also causing an error message on the generator. The handpiece was also changed at this point. Third shear - having been used for the majority of the case (almost all day) the shear burned out and had to be discarded. As the surgeon was towards the end of the case he did not request a further shear to be opened and managed the end of the case without it. Procedure prolonged 30 minutes. There were no adverse consequences for the patient.